Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave catheter preparation after connecting it to the flushing system, leakage of saline was noticed on the flushing line. The pump was stopped and flushing was tried again but the leakage reappeared. The leakage appeared as 2 to 3 thin, strong jets. The catheter was replaced and the procedure was completed successfully. No patient complications occurred. The procedure was completed using a new catheter. The product is expected to return for analysis. Media provided.